Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8278838 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of clear foreign matter (fm) present inside the packaging of the received unit. No fm was found on the unit but there were traces of dried blood on the catheter. A piece of the clear fm was sent for ftir testing and it was determined to most likely be silicone. Based off the visual inspection and testing the engineer was able to verify the reported defect. Silicone was used during the manufacturing process but since the unit was received used and outside of its original packaging the engineer could not determine the exact origin of the fm. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that during use foreign matter was discovered on catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the user complained that transparent foreign matter was found on the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered on catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the user complained that transparent foreign matter was found on the catheter.